Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: examination of the returned device is unable to determine a root cause for the problems experienced. No product problem was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review: no related deviations or anomalies was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bipolar head clasp was loosening. Changed another one to complete. There is no report on patient's injury. Doi: (B)(6) 2017; dor: unknown; unknown hip.